Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) performance data collected from the device was analyzed. Many high impedance paces were noted on both a and v leads. There were lead warnings on the atrial lead on (B)(6) 2010 and on the ventricular lead on (B)(6) 2009. There were numerous short duration automatic atrial and ventricular high rate episodes, suggestive of non-physiologic causes.

Event description:
It was reported that there was a polarity switch, increasing and high impedance, no capture, and no sensing on the atrial lead. The device was reprogrammed and the atrial lead was deactivated. It was also reported that there was a lead integrity alert was triggered, a polarity mode switch occurred, varying impedance and high impedance, and oversensing on the ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.